Manufacturer narrative:
Internal complaint number trackwise # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation on the jaw came off during use. The customer removed pieces from patient and hemopro device without injury. They opened another hemopro kit to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation was loose at the end of the jaws and the device was removed and replaced with a new hemopro. The hospital did not report any patient effects.